Event description:
It was reported that the device had early battery depletion due to high left ventricular lead thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant product: 5071-53 implanted: (B)(6) 2012. (B)(4).